Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded. The battery cap returned with the pump had stripped threads and the battery compartment was confirmed to be cracked as per the allegation. Moisture corrosion was noted inside the battery compartment. The returned battery cap was not able to maintain electrical connection when placed on the pump. With the returned cap in place, the alleged power issue was duplicated. A test battery cap was successfully placed on the pump and maintained electrical connection for testing. With the test cap in place, the pump was exercised for 24 hours without any power interruption. Leak testing revealed moisture ingress at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, there was intermittent power, and moisture. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.